Event description:
The customer reported a constant tone and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen and constant tone due to a faulty motherboard.